Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: inflow valve, outflow valve.

Event description:
Major pump unit(s) involved: device thrombosis; additional text: thrombus all the way through; specific component(s) involved: inflow valve; outflow valve; additional text: thrombus; thrombus; other component: causative or contributing factor: no specific contributing cause identified; other cause: intervention(s): replacement of pump; other intervention: implant device type: lvad; malfunction device type:.